Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery was low, she changed it and received a battery out limit alarm and then the display went blank. Blood glucose value was 112 mg/dl. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer was not using the recommended battery type and did not have a new battery to test. Customer was advised a replacement battery cap would be sent and to insert a new battery as soon as possible and revert to back up plan if the display does not return.